Event description:
Additional information received indicated the icm was restored to its nominal settings. The patient was stable post intervention.

Manufacturer narrative:
The reported event of device reset was confirmed. Based on the information provided, it was determined that the device entered backup mode due to a ble chip anomaly. The ble chip was ultimately recovered, but the root cause of the ble chip anomaly was unable to be determined.

Event description:
Additional information received indicated the icm was explanted and not replaced per the patient's request. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) inappropriately reset for a third time. There were no reported consequences to the patient.

Event description:
Additional information received indicated the icm inappropriately reset for a fourth time. The physician has scheduled the patient for an explant procedure. There were no reported patient consequences.

Manufacturer narrative:
The reported events of device reset and failure to interrogate were confirmed. Based on the information provided, it was determined that the device entered backup mode due to a ble chip anomaly. The ble chip was ultimately recovered, but the root cause of the ble chip anomaly was unable to be determined. Interrogation of the device revealed missing model and serial number. Analysis of device image indicated device was above eri level. Further analysis revealed missing or inconsistent data within the integrated circuit memory, consistent with an integrated circuit anomaly, which led to the reported issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of device reset was traced to a ble chip anomaly and the reported event of failure to interrogate was traced to missing or inconsistent data within the integrated circuit memory, consistent with an integrated circuit anomaly.